Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the recharger telemetry module (rtm) , model 97755, s/n (B)(6), revealed a rtm failure; the controller would not power on when the rtm was plugged in; and fail t5001 (get manufacture struct command and response), suspect overmold cable defective was noted. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. G2. Foreign: br medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative (rep) that the recharger system had stopped working. It was noted that there was ¿no sign of misuse¿ with the system. The rep ¿tested with another load and it worked;¿ the recharger telemetry module (rtm) was replaced as a result of the event and the issue was resolved. There were no surgical interventions needed to prevent a permanent impairment of function, the event did not lead to or extend patient hospitalization, and it was unknown whether any patient symptoms or complications were associated with the event. The patient was alive with no injury at the time of report.